Event description:
Head hilo wouldn't go up.

Manufacturer narrative:
Technician found head hi/lo up valve assembly was stuck. Technician replaced valve assembly to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.